Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor mini failed to turn on the compressor motor and alarmed for "low pressure". After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. The returned capacitor for the motor was installed in a reference compressor that confirms the failure. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stoppage of ventilation. Why the capacitor for the motor failed could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that after turning on the compressor, it generated an alarm that indicated, "low pressure". There was no patient involvement reported. (B)(4).